Manufacturer narrative:
A ge service representative performed an on site investigation. Broken pins were repaired and a fuse was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system's left monitor failed to display interpretable images. No report of patient injury.